Event description:
Cannot confirm left ventricular (lv) lead capture on effective crt episodes. Noted occasional ventricular oversensing on some stored electrograms (egm) and high right ventricular (rv) lead thresholds. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).